Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
The package was found broken during inspection.

Manufacturer narrative:
Qn#(B)(4) report number 3003898360-2022-00293 is being retracted based on updated information.